Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The expiratory pressure transducer pcb (printed circuit board) was replaced but not returned for investigation. The ventilator passed all safety and functional tests and was returned for clinical use. Provided ventilator logs were reviewed. The test log confirms the failed internal leakage test during pre-use check. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. Since no parts were returned for investigation, the root cause of the reported failed internal leakage test could not be determined.